Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or add'l info becomes available, a supplemental report will be sent. (B)(4).

Event description:
Report received from the USA stating the hose was disconnected on both ends of the pressure relief valve. The device was being used during surgery. No pt injury reported. It is unk if medical intervention occurred. There was no add'' info provided.